Event description:
Follow up to 3007666314-2018-00007: patient had an infection but it was resolved through the use of antibiotics. Explant of the system was unnecessary.

Event description:
Patient has an infection at the ipg implant site. He has been given one round of antibiotics, but the site is still inflamed. The patient may need to be ex-planted in the near future.